Event description:
Information received by medtronic indicated that insulin pump had partial display. Customer¿s wife stated that after entering the blood glucose on the insulin pump to get bolus, the insulin pump was completely shut off and that all other functions of the insulin pump were working aside from doing bolus. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.